Event description:
The customer reported medial migration of the lag screw in a left gamma 4 nail. Revision is planned.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.